Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach/breach (non-electrical), the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead had pulled way back. It was decided to remove and replace the lead since vein access could not be achieved. No patient complications have been reported as a result of this event.